Manufacturer narrative:
Information contained in this report was previously submitted through psr on 07/26/2011. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation was/is lump/nodule and nipple discharge. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. The events of ump/nodule and nipple discharge are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device evaluation: visual analysis of the returned device identified a crease fold, a deformation, yellow particles, device appearance (observed 40 mm dark patch edge material inside gel device) and weight to the spec. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: - no issues found related with the manufacturing process.

Event description:
Patient reported lump/nodule and nipple discharge (fluid), no surgical intervention or treatment indicated, unspecified side. This record is for the right side and the device has been explanted.